Manufacturer narrative:
This is an initial report. A follow-up report will be submitted upon investigation completion.

Event description:
Potentially erroneous result generated due to hit alternative predilution (d) test being ordered instead of the main test using hemosil hit-ab (pf4-h) lot b37012 on acl top 550 cts sn (B)(6). A complaint was submitted on hemosil hit-ab (pf4-h), lot b37012, pn 00020014600, indicating that a laboratory user mistakenly ordered and performed a hit alternative predilution (d) test instead of the standard hit_ab test on (B)(6) 2025. At this time, the impact on the patient remains unknown.

Manufacturer narrative:
The certificate of analysis (coa) for hemosil hit-ab (pf4-h), lot: b37012, pn: 00020014600 was reviewed. The reagent met all required specifications, and no abnormalities were identified. Review of the submitted sample result report indicates that an on-board dilution test was performed. The laboratory user mistakenly ordered and performed a hit alternative predilution (d) test instead of the standard hit_ab test. The hit alternative predilution (d) test involves a 1:4 dilution of the patient's plasma. This process can lead to over-dilution of anti-pf4/heparin antibodies, especially in patients who already have a low concentration of these antibodies. To minimize this risk, it is recommended to perform the standard hit_ab test first and only proceed with the diluted test as defined in the werfen-locked test definition. Patient impact is unknown. Based on this assessment, no remedial action is required. This incident will be monitored through trending analysis.